Event description:
The customer contacted philips healthcare requesting a pcb board. The device status log indicates a charge/shock pca op check failure. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.